Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The alleged samples are exhibiting limit of detection (lod) cts (titers) and the assay is performing as expected. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent batch 4672 the 5 samples in this run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received discrepant results for 5 patients¿ samples in batch 4672 tested with the kit cobas 6800/8800 sars-cov-2 480t analyzed on the cobas® 6800 (s/n (B)(4)). The customer reported that the first run batch 4672 generated negative ¿ positive results for the 5 patients¿ samples. A repeat run of the 5 patients¿ same sample batch 4698 generated positive ¿ positive results for 3 patients¿ samples, a positive ¿ negative result for one patient¿s sample and a negative ¿ negative result for another patient¿s sample. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.